Manufacturer narrative:
The aquabeam handpiece was returned for an investigation into the reported event. No physical damages or anomalies were observed with the handpiece. Functional testing confirmed the reported event. The handpiece was deconstructed and viewed under magnification. Signs of fluid ingress were observed as salt deposits can be seen on the encoder wheel and sensor board. The root cause source is undeterminable as it is unknown how the fluid entered the handpiece and although an e22 error could not be replicated during testing, fluid ingress would have contributed to the reported failure of e22 intermittently. The aquabeam robotic system's treatment logs file was reviewed, which confirmed the reported event. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c00338 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were reworked to address the nonconformance. Upon re-inspection, the lot met all required specifications and was then deemed acceptable to be released for distribution per device specifications. The current user manual sj-um0101-00 rev. B, um, aquabeam robotic system user manual, us, baytech was reviewed. Table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x.. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during jet alignment, the aquabeam robotic system generated recurrent "e22 - motorpack error", "e50 - console error", and "e31 error" messages with two (2) aquabeam handpieces. Subsequently, the treating surgeon elected to convert the procedure to transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.